Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. A root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a pain at the sensor insertion site and the patient's mother treated it with lidocaine. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.